Manufacturer narrative:
As the device has been implanted for 19 years it is likely that the loosening is related to normal wear and tear of the device, however, the exact cause of the event could not be determined because insufficient information was provided. Requests were made for further information in relation to this incident however the requested information was not provided to (B)(4). Further information such as product details, product return, pre- and post-operative x-rays, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. (B)(4) will continue to monitor for trends corrected data - custom distal femur replacement implant corrected to distal femur (stanmore knee). Custom distal femur corrected to limb salvage system. Operator of the device corrected to patient.

Event description:
It was reported by the surgeon that the patient underwent a primary procedure on (B)(6) 1992 and subsequently was revised on (B)(6)2012 due to loosening and worn bushes. This is a supplemental report to 3004105610-2014-00063 ((B)(4)). This complaint has been split into two to address both issues raised (B)(4) (3004105610-2014-00063) loosening and (B)(4) (3004105610-2016-00152) worn bushes.

Event description:
It was reported by the surgeon that the patient underwent a primary procedure on (B)(6) 1992 and subsequently was revised on (B)(6) 2012 due to loosening and worn bushes.

Manufacturer narrative:
A review of the device history was performed and no non-conformances were identified. As the device has been implanted for 19 years it is likely that the loosening and wear of the bushes is related to normal wear and tear of the device, however, this cannot be confirmed with the current available information. Requests are being made for additional information and a supplemental report will be provided if this information is received. Please note that this custom implant is similar to the mets modular distal femur (B)(4).